Event description:
Abbott diabetes care (adc) received a medwatch report mw5185365 which reported the following information pertaining to an adc device: a low readings issue with the adc device was reported. The customer received unspecified lower adc device scan results compared to the customer's unspecified hba1c result. Additionally, the customer received a 90-day trend glucose value of 7.1 mmol/l compared to blood glucose reading of 8.4 mmol/l obtained on an unspecified meter device. The customer reported that at the day of the medical event, became aware that the device used was included in the product recall and subsequently experienced concern that prior treatment decisions associated with the device provided values may have had an impact on their health. There was no report of treatment received nor taken by the customer. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report mw5185365 and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report mw5185365 which reported the following information pertaining to an adc device: a low readings issue with the adc device was reported. The customer received unspecified lower adc device scan results compared to the customer's unspecified hba1c result. Additionally, the customer received a 90-day trend glucose value of 7.1 mmol/l compared to blood glucose reading of 8.4 mmol/l obtained on an unspecified meter device. The customer reported that at the day of the medical event, became aware that the device used was included in the product recall and subsequently experienced concern that prior treatment decisions associated with the device provided values may have had an impact on their health. There was no report of treatment received nor taken by the customer. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.